Manufacturer narrative:
The reported field event of noise was confirmed via device image review. The device was tested and noise was noted during the testing. The noise was due to unregulated signal cause by capacitor connection in the hybrid.

Event description:
It was reported that the patient presented in emergency room after receiving multiple shocks. Upon interrogation the device exhibited noise. Electrograms revealed vf detection but also noise reversion aborting many shocks. Tachy therapies were turned off to prevent further inappropriate shocks. No firmware download was attempted due to low battery. The device was explanted and replaced on (B)(6) 2018. The procedure was completed without any complications.